Event description:
Olympus was informed that during an open gastrectomy procedure, the distal end of the sonosurg probe broke off and fell inside the pt. The broken piece was retrieved from the pt with the use of an unspecified grasping forceps during the same procedure. The procedure was completed during a different set of equipment. There was no pt harm reported.

Manufacturer narrative:
The sonosurg scissors referenced in this report was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the tip of the sonosurg probe was broken. The device was fractured 15mm from the distal end. There were scratches noted at the breakage point. The production record for the subject device was reviewed, and no anomalies were identified to have occurred during the mfg process. While the exact cause of the user's experience cannot be conclusively determined at this time, user handling cannot be excluded as a contributory factor. The device instruction manual instruct users to inspect the instrument before each use and should the slightest irregularity be observed do not use the instrument, as damage or irregularity may compromise pt or user safety and may result in more severe equipment damage. The instruction manual also warns users not use the instrument if the probe has cracks, scratches or peeled coating on its tip, as abnormal output or detachment of the probe tip may result. This report is being submitted as a medical device report in an abundance of caution.